Event description:
The evis lucera gastrointestinal videoscope was returned as part of the asset return process. During a routine inspection of the device by olympus, there was foreign matter clogging the nozzle. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The evis lucera gastrointestinal videoscope was returned as part of the asset return process. During a routine inspection of the device by olympus, the nozzle had foreign objects, due to damage on the upward/downward angulation control knob, water tightness was lost, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value, adhesive on bending section cover had a crack, adhesive on bending section cover had a white-clouded area, switch buttons one had a scratch, adhesive around the objective lens was peeled, adhesive around light guide lens was peeled, light guide lens had a crack, the nozzle had foreign objects. Due to damage to the upward/downward angulation control knob, water tightness was lost. Light guide lens had a crack. The adhesive around the light guide lens was peeled. The protector of the universal cord on the suction connector side had a scratch. The protector of the universal cord on the control section side had a scratch. The probe cover had a dent, and the image guide protector had a scratch. Switch buttons one had a scratch. The electrical connector had corrosion due to water leakage. The adhesive on the bending section cover or distal sheath had a white-clouded area. The adhesive on the bending section cover had a crack. Due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The universal cord had wrinkles and the connecting tube had a scratch. The following was also provided by the customer regarding the insufficient cleaning: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water. No abnormalities in the accessories used for reprocessing. The nozzle was cleaned with lint-free cloths/brushes/sponges and flushed with a detergent solution. It was not known when the foreign material adhered to the nozzle, and there were no other reprocessing concerns. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.